Event description:
It was reported that the patient experienced return of patient symptoms. The patient's low reservoir alarm volume on the pump was activated on (B)(6) 2011. The patient was on their way to the clinic for an emergency refill. The patient had moved and waited until after the alarm activated then began to have "underdosing/withdrawal" symptoms prior to finding a new health care provider. The patient was being prescribed oral baclofen for the symptoms. The hcp was considering treatment options for withdrawal. Drug delivered was lioresal 500mcg/ml at a daily dose of 135mcg.

Manufacturer narrative:
Concomitant medical products: catheter model: 8711, serial #: (B)(4) , implanted: (B)(6) 2011, explanted: unk; catheter model 8590-1 pouch, lot #: n292164, implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information: in regard to the cause of the pump's low reservoir event, the patient relocated to (B)(6) and was delayed in finding another hcp. On (B)(6) 2011, the pump was refilled and a bolus was administered.